Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) alerted for a charge circuit timeout and had an inactive circuit. The alert was closed to maintain the device in an inactive charge circuit status to attempt to silence the alert. The device remains in use. No patient complications have been reported as a result of this event.